Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, a power source alert occurred when the customer plugged the pump into a wall outlet. The customer's blood glucose (bg) level was 222 mg/dl. Reportedly, the customer used a different wall adapter and was able to charge the pump successfully. The customer reportedly reverted to manual injections for alternate insulin therapy.